Event description:
The facility's director of clinical engineering reported an infusion pump with a 403 failure code. The director stated they have no record of any pt incident involving the pump since the last baxter service event.